Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that the patient had sent a report via remote monitoring due to low r wave amplitudes after a follow up the week prior. Noise, oversensing, and loss of capture was noted. Boston scientific technical services discussed doing provocation maneuvers in order to replicate noise. The patient was brought in for manipulation and isometric maneuvers did not replicate noise previously seen on this right ventricular lead, however no capture was seen. An x-ray revealed a dislodgment of this right ventricular lead. A repositioning took place and the lead remains implanted. A normal follow up was booked. No adverse patient effects were reported.